Manufacturer narrative:
D6b: explant date corrected.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient does not have adequate therapy. The ipg has not been charged in over a month and is inoperable. External devices were unable to connect to the ipg. As a result, surgical intervention may occur to address the issue.